Manufacturer narrative:
The complainant device has not yet been returned to merge healthcare for evaluation to determine the source and potential hazard of the reported moisture. The cause of artifacts appearing in the patient's ECG has not yet been determined; however, the customer reported that the ground cable was replaced. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that moisture appeared to be in the pb-1000. After direct communication with the customer additional information was obtained on (B)(6) 2016 that stated additional problems were experienced where "artifacts" showed in a pediatric patient's ECG and full disclosure was also affected. The "artifacts" issue was not initially reported to merge healthcare. With merge hemo not functioning as intended during treatment, there is a potential for incorrect treatment that results in harm to the patient. The customer stated that they were unsure of the outcome of this procedure but felt that the reported problem could affect the patient's care. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 27may2016. Merge technical support shipped the customer a replacement pdm (patient data module, RMA #(B)(4)) on 28apr2016. The faulty unit was sent to the manufacturer for evaluation and received by merge healthcare on 23jun2016. The manufacturer's evaluation results found that the nibp pump was faulty and subsequently replaced and the hardware was upgraded. There was no mention that the unit contained moisture as the customer reported. However, the moisture could have evaporated by the time the unit was received by the manufacturer. Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence in the faq section with statements such as, "question: why is the ECG display noisy? Answer: noise can come from many places when recording ecgs: unused leadwires should not be allowed to dangle, rather, attach leadwires to some out-of-the-way neutral location on the patient, such as near the rl electrode. A hanging lead wire can move and cause the baseline to wander. A cable on top of a patient may be disturbed by drapes. Patient tremor (uncontrolled muscle movements) can cause noise in the baseline. Dry pads do not conduct the electrical signal well enough to show a stable ECG. A fractured lead will also cause the ECG to be noisy and the baseline to wander. During some surgical procedures, an electronic device may be used to cauterize small vessel bleeding. This device will emit electrical interference that causes excessive noise on the ECG tracing. There is an optional cable available to suppress this noise. However, once this cable is connected, the respiration software can no longer be used. Revised information contained in this supplemental report includes the following: indication that device available for evaluation; received 23jun2016. Evaluation codes: methods code: 10 actual device evaluated. Results code: 925 pump. Conclusions code: 13 device difficult to operate. Indication of additional manufacturer information and corrected data are contained in this follow-up report.